Event description:
Patient reported rupture diagnosed by MRI. The device remains implanted. The affected side is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.